Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a graft to the superficial femoral artery (sfa). The 4.0x16mm graftmaster stent caused a perforation to the graft. The stent was not implanted. The perforation was treated with percutaneous angioplasty with a balloon. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of perforation is listed in the graftmaster® rx coronary stent graft system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - device returning status updated from ni to not returning.